Event description:
The customer contacted physio-control to report that their device would reset itself whenever the on button was pressed and that the display was white. A white display can be indicative of device lock-up, which would prevent the use of defibrillation if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the user interface (ui) to stack flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further evaluated the removed ui to stack flex cable assembly but was unable to duplicate the reported failure. The cable assembly was also inspected under a microscope and no discrepancies were observed.